Event description:
S [situation]: went into patients room to flush ifosphomide and upon attached 10 cc saline syringe to blue connection site on the side of chemotherapy bag, flush could not be administered. Resisitance was so great, that no saline could be administrered. B [background]: giving scheduled chemotherapy to patient. A [assessment]: no patient care was compromised. I was able to removed ifosphomide bag and spike it with a 50 cc ns [normal saline] bag and flush chemotherapy. R [recommendation]: assess tubing lot number and set for possible damage to the blue side port intended for flushing chemotherapy. ICU medical contacted as this is a recurring issue - awaiting site visit and manufacturer assessment.